Event description:
After drawing blood with a butterfly and syringe, phlebotomist removed butterfly and added an 18 gauge needle to transfer blood into a tube. During filling, the tube shattered in her hand. Blood splattered on her hand, wrists, finger and face. Not sure if blood was exposed to eyes, nose or mouth, but assumes so. Source and phlebotomist tested negative for hiv. Phlebotomist did not wear face protection and holder was not used as a safety precaution.